Event description:
It was reported the patient underwent a double valve explant due to endocarditis (the related valve was submitted under medwatch report # 2648612-2009-00005). The physician stated it was not related to the device.